Manufacturer narrative:
This report is submitted on march 29, 2022.

Event description:
Per the clinic, the surgeon was performing a routine tympanoplasty and removed the implant during the surgery (date unknown). It is unknown if there are plans to re-implant the patient with another device.